Manufacturer narrative:
Investigation revealed that there was no system malfunction. The user reported a loss of navigational integrity, with instrumentation showing more anterior than expected. An investigation into the case logs provided revealed the root cause was a merge shift. Drb shifts can cause navigational integrity issues and can lead to the misplacement of implants. The user acknowledges that they will perform an anatomical landmark check with each new instrument or level to ensure navigational integrity before proceeding with navigation. Ultimately, the case was completed with no adverse effects to the patient reported. The severity observed did not exceed the anticipated severity. The observed overall risk level is low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained. The cause of the reported issue can be traced to user technique.

Event description:
It was reported that while using the e3d to pre op merge, navigation looked correct but upon taking x-rays, navigation was off a significantly anteriorly. The disc prep that was done based off the gps navigation on the robot resulted in violating the inferior endplate of the superior vertebral body, which cause the sable cage to subside. On the navigation, the cage looked like it was well within the disc space, but under x-ray it was clearly not. We tried to re-place the cage but had the same result.